Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen freezes; it can only be turned off by taking the battery off; system hangs. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer reported that the customer ultimately did not confirm this condition. No further action was taken on this issue, and no new cases were opened for this allegation.